Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent hysterectomy via laparoscopy or vaginal natural orifice transluminal endoscopic surgery (vnotes) between june 2022 and march 2025. It was noted that in both approaches, vessel sealing was achieved using a ligasure device. There were 143 patients included in the study with 63 undergoing vnotes and 80 undergoing tlh (total laparoscopic hysterectomy). Re-intervention/readmission for excessive bleeding were noted in three patients, conversion to laparotomy for rectum injury and bladder injury was noted in two patients, and one patient had bladder perforation during colpotomy.

Manufacturer narrative:
Vnotes hysterectomy versus laparoscopic hysterectomy: experiences and outcomes in a tertiary center / eralp bulutlar, gizem berfin uluutku bulutlar, latife asli cilli, çetin kiliççI & sadik sahin / minimally invasive therapy & allied technologies 2025, vol. 34, no. 4, 297¿302 / https://doi.org/10.1080/13645706.2025.2500097 / published online: 04 may 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.